Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: (B)(6) 2021. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the patient had a right total knee replacement to address right knee osteoarthritis. Depuy components, including depuy patella were implanted during this procedure. On (B)(6) 2019, the patient had a revision, right total knee, to address arthrofibrosis right tka, and aseptic loosening tibial and femoral components right tka. The femoral component was noted to be loose. No interface provided. The tibial tray was also noted to be grossly loose with no interface provided. Depuy components with competitor cement x2 were used during this procedure. (Part/lot page 7,8 of 13). Doi: (B)(6) 2018 dor: (B)(6) 2019 (right knee).